Event description:
It was reported the customer experienced a low blood glucose event while driving. Customer's blood glucose was 35 mg/dl at the time of the incident. The customer also reported they were pulled over by the police for reckless driving, which was caused by their low blood glucose. Customer stated the paramedics were called by the police during this incident. The customer believed their low blood glucose was caused by adjustments made to their basal rates. It was also found the customer thought they had consumed glucose tablets to treat their blood glucose, but they did not. The customer stated they were treated with glucose gel by the paramedics for their low blood glucose. The paramedics were able to raise the customer's blood glucose to 80 mg/dl. The customer also reported a 50 point discrepancy between their sensor glucose and blood glucose readings. Customer was unable to confirm a bent sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.